Event description:
It is reported that the device was implanted in 2004. In 2007, the pt reported feeling a clunk in the left hip and pain at the same location. X-ray showed breakage of the stem. In 2008, the proximal portion was revised. Intraoperatively, pseudoarthrosis was found between the neck and the body.

Manufacturer narrative:
Eval: as returned, the body retains a portion of the fractured stem within the device. The body exhibits gouging marks on various aspects of the device which were likely caused from extraction of the device. The taper stem has fractured at approx the junction of the stem to the cone body. Scanning electron microscopy analysis shows that the fracture has occurred by fatigue. Energy dispersive spectroscopy analysis of taper stem material showed ti, al and v elemental peaks in the spectrum typical of tivanium alloy. The distal portion of the stem was not returned for eval. The package insert contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, or lack or proximal support of the body are involved. Not all of these factors are known for this case. The device history records for the body are intact and conforming, indicating the device was manufactured to specifications. The records for the stem could not be reviewed due to insufficient info (missing lot#). There is no definitive indication that design or manufacture of the device contributed to the outcome described here. Risk mgmt activity has been initiated. Should add'l substantive info be received, this report will be amended.